Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida and anemia. Concurrent conditions included asthma, wheezing, itchy eyes, dry eyes, nasal stuffiness, herpes nos, wrist pain, pain in hand, joint swelling, hand swelling, hypoaesthesia, bacterial vaginosis, trichomoniasis and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as fluoxetine hydrochloride (prozac)(B)(6) 2011 to (B)(6) 2011, nsaids since 2011, paracetamol (acetaminophen) since 2011, salbutamol and salbutamol sulfate (albuterol sulfate). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal infection ("infection (bladder/urinary tract/vaginal): vaginal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish/psychological or psychiatric condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with fluticasone propionate (flonase allergy relief) and loratadine, pseudoephedrine sulfate (claritin-d allergy). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal infection, menstrual disorder, vaginal haemorrhage, heavy menstrual bleeding, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, heavy menstrual bleeding, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: approximately two coil were seen on each side. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. The uterine cavity was clearly seen and there was no spillage of dye into the peritoneal cavity, indicating complete occlusion of the tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter's information added. Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.